Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient age, weight and ethnicity: patient¿s date of birth, patient¿s weight, ethnicity and race were not provided for reporting. UDI number: (B)(4); upc #: 381371150786; lot number: 200120; exp date: na. Device is not expected to be returned for manufacturer review/investigation. Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. A review of the device history records has been requested. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
A female consumer reported an event with a band aid flexible fabric assorted bandage. Consumer has connective tissue disease (ehlers-danlos syndrome) and consumer used bandage after an unknown surgery. Consumer alleges that she developed allergic reaction for several days after removing the bandage. Consumer sought medical attention and treated the event with unknown rx (prescription) cream to calm down the allergic response. Consumer alleges that reaction was still visible a week later, despite using rx. There is no additional information with regards to outcome for this consumer.

Manufacturer narrative:
Johnson & johnson consumer, inc. Is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which johnson & johnson consumer, inc. Has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, johnson & johnson consumer, inc. Or its employees that the report constitutes an admission that the device, johnson & johnson consumer, inc., or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. H4, h6: device history records review was completed. No non-conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition and product was manufactured per specification. The product was manufactured on january 20, 2020. If information is obtained that was not available for the follow-up #1 medwatch, an additional follow-up medwatch will be filed as appropriate.